Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "this item was broken before the case started. We don't know when the break occurred. It was discovered when trialing was being done. We opened another tray and used a trial out of that tray for trialing today."